Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description. Our field service engineer (fse) was on site to investigate the issue further and found out that transformer for compressor was defective and required replacement. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the compressor did not switch on. There was no patient harm. Manufacturer's ref.#: (B)(4).